Manufacturer narrative:
Medical device expiration date: na. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 5247196 for missing label information (expiration date). This is the 1st related complaint for missing label information (expiration date) on lot # 5247196. Bd diabetes care no longer manufactures or distributes lancet or lancing devices. Both devices have been discontinued. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the lancet 30ga experienced missing label information. The following information was provided by the initial reporter: pharmacist stated, could not locate expiration date. Requested assistance with determining if product has expired.